Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer is having problems with the screw that holds the vs30 to the cart and one device fell. Patient involvement is unknown. No adverse event involving a patient or user was reported by the customer. The earlyvue vs30 vitals monitor (model number 863359) is substantially similar to the earlyvue vs30 vitals monitor (model number 863380) and will be reported in the united states under device model number 863380 (cfn/fei # (B)(4); 510k k190624).

Manufacturer narrative:
This supplemental report is created with reference to mfg report #1218950-2021-10643 with corrected information to update the manufacturing site. H3 other text : no on site evaluation. Additional information unavailable.

Event description:
The customer is having problems with the screw that holds the vs30 to the cart and one device fell. There was no reported patient impact / injury.

Event description:
The customer is having problems with the screw that holds the vs30 to the cart and one device fell. There was no reported patient impact / injury.

Manufacturer narrative:
It was not known if the customer iwasusing the correct roll stand part number as listed on the IFU. A customer response letter was sent to confirm if the roll stand part number that customer was using is the correct part number provided in the vs30 instructions for use(IFU). If additional information is later obtained, the complaint will be reopened. H3 other text : no on site evaluation. Additional information unavailable.